Manufacturer narrative:
Date of event is estimated. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient had the lead fragment removed (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the removal of the patient's l5 lead on (B)(6) 2019 the lead broke as the physician was pulling it out and the distal end of the lead remains in the patient. Surgical intervention may take place at a later date to remove the broken part of the lead.